Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged that the power cord is cut exposing the wires.